Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: it was reported that we would like to inform that we are experiencing some leak issues with the syringes during the fill process, please find attached some pictures, we are able to send samples as per your consideration, we are scrapping at least 64 syringes from this shipment and counting, from manufacturing floor feedback, this is recurrence issue with the latest shipments. Supplier lot: 2512001. Purchase order: (B)(4). Part number: dd-62. Qty: 16500 syringes.